Event description:
It was reported that the patient presented in clinic for routine follow up, loss of capture was noted on the left ventricular (lv) lead. The physician suspected lead dislodgement. The left ventricular lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.